Event description:
In 2005, the patient contacted lifescan alleging that a "very little tip of a lancet" had become lodged in their finger. In 2005, they had used the ultra soft lancet in testing their am blood glucose level. In the evening, they felt discomfort at that puncture site. The next morning, the day of the complaint, they noticed a black dot in their finger at the puncture site. After picking out what they believe was a small piece of lancet material, the site bled a little and the discomfort was relieved. The patient stated that they use each lancet only conce. The customer care representative confirmed that the patient was using correct lancing technique. The patient had contacted lifescan with a similar complaint in 2005. That event was not classified as a medical device reportable because the patient's family member had dislodged the piece of lancet material and the patient had required no medical intervention. There was no indication that the patient had suffered a serious injury followint use of the lancet.